Event description:
It was reported that during a procedure with this fiber, the light went to all directions, indicating a possible break. Also, it was noted that the tip was damaged. The device was replaced and the procedure completed without reported complications.